Manufacturer narrative:
An event regarding alleged crack/fracture involving an unknown implant femoral stem was reported. The event was confirmed on the basis of photo review. Product evaluation and results: visual inspection: as per the received picture, fracture can be observed in stem. Dimensional, functional and material analysis cannot be performed as no items were returned. Clinician review: not performed as no medical/clinical reports were available for review. Product history review: not performed as no items were returned. Complaint history review: not performed as no items were returned. The event was confirmed but exact cause of the event could not be determined because product is not properly identified and no further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Not returned to the manufacturer.

Event description:
It was reported that the patient's right knee was revised due to the stem attached to the femoral component breaking off of the femoral component. The patient's entire knee construct was revised to a distal femur and proximal tibia. Rep confirmed there are no allegations against the revised insert, tibial baseplate, or tibial stem. Rep also provided an explant picture and confirmed no further information will be released by the hospital or surgeon.